Event description:
It was reported that boston scientific technical services (ts) was asked to review electrograms to assess the patient's rhythm morphology. Ts noted that during an episode of ventricular fibrillation it seemed the received shock by the patient did not break the rhythm, but rather slowed it down. The device and lead remain in service. No adverse patient effects were reported.